Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Pt status post veptr ii lengthening on (B)(6) 2011 developed an infection on an unk date. Pt was returned to the operating room on (B)(6) 2012 for wash out of the area. No hardware was removed.